Event description:
It was reported that the pump was submerged under water and was no longer responsive. Customers blood glucose level was 264 mg/dl. The customer reverted to a backup insulin pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.